Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed and the solenoid was stuck, causing the smoking smell. A field service engineer replaced the controller boards and retractor band to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced a smoking smell. During device inspection, a field service engineer found that the solenoid was stuck causing the smoking smell. No flammable substances were situated in nearby and there was no harm to patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system produced a smoking smell. During device inspection, a field service engineer found that the solenoid was stuck causing the smoking smell. No flammable substances were situated in nearby and there was no harm to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 08-jun-2022 to 07- jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system got a smoking smell due to solenoid being stuck. A field service technician replaced the control board, band and drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.